Event description:
The customer reported that the fiber flashed and stopped vaporizing at 84,350 joules during a prostate procedure. The procedure was continued with a second fiber, which was also reported (reference MFR report number 2937094-2012-00588). The procedure was completed with a third fiber. The pt outcome was reported as "okay."

Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer's initial report of a flash and loss of vaporization, is not considered a reportable issue. Upon analysis of the returned fiber, the fiber cap was found to be fractured and partially broken off, and showed signs of burning/over heating. Based on the analysis findings, the fiber condition would result in a forward firing condition and has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or and anatomical/procedural factors encountered during the procedure. The product labeling warns that tissue contact, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage. (B)(4) - thermal problem.